Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on unknown date, the patient experienced a break from the post. This adverse event was addressed by revision on (B)(6) 2022 to exchanged and explanted the journ art ins bcs std 7-8 rt10 due to broken post. Current health status of patient was reported as fit and healthy.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per case details, after a tka, the patient experienced a broken post and subsequent revision. The patient¿s ¿current health status was reported as fit and healthy.¿ no additional requested information was provided. Based on the information provided, the root cause of the reported ¿patient experienced a break from the post,¿ cannot be definitively concluded and the patient impact beyond the reported broken post and revision cannot be determined. The patient impact is reportedly ¿fit and healthy.¿ therefore, no further medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that fracture of implant components has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, strenuous activity, improper alignment, or duration of service. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.